Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the therapy pcb assembly, as well as completed the case replacement (for cosmetic reasons), and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed therapy pcb assembly and determined that the cause of the reported issue was a broken filter, designator fl9. Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the therapy pcb assembly, as well as completed the case replacement (for cosmetic reasons), and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed therapy pcb assembly and determined that the cause of the reported issue was a broken filter, designator fl6.

Event description:
The customer contacted physio-control to have the case on their device replaced for cosmetic reasons. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device was displaying a service indicator. Physio also observed a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform resulting in a monophasic shock.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the therapy pcb assembly, as well as completed the case replacement (for cosmetic reasons), and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed therapy pcb assembly and determined that the cause of the reported issue was a broken filter, designator fl9.